Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a recurring skin irritation under the therapy electrode pads. The patient reported losing a layer of skin and being allergic to alcohol. The patient had been cleaning the pads with alcohol. The patient reported contacting his doctor who advised the patient to clean the electrodes with alcohol. Follow-up indicated that the patient had started to use water to clean the electrodes and the rash was getting better.